Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient woke up with significant right upper extremity weakness. Code stroke was called. A computed tomography (CT) scan and a head/neck CT angiography (cta) were performed with no evidence of bleeding and no definite evidence of a large acute transcortical infarct. The patient did have extra-axial fluid. Neurology was consulted and reported symptoms congruent with a left middle cerebral artery infarct. Acetylsalicylic acid (asa) 81mg was recommended. No additional imaging was advised and the patient's exams continued to improve. On (B)(6) 2021 and (B)(6)2021 the patient went into rapid atrial fibrillation that required cardioversion. The patient was started on amiodarone. On (B)(6) 2021 the patient was deemed stable for transfer to the cardiothoracic surgery stepdown telemetry unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient woke up with significant right upper extremity weakness. Code stroke was called. A computed tomography (CT) scan and a head/neck CT angiography (cta) were performed with no evidence of bleeding and no definite evidence of a large acute transcortical infarct. The patient did have extra-axial fluid. Neurology was consulted and reported symptoms congruent with a left middle cerebral artery infarct. Acetylsalicylic acid (asa) 81mg was recommended. No additional imaging was advised and the patient's exams continued to improve. On (B)(6) 2021 and (B)(6)2021 the patient went into rapid atrial fibrillation that required cardioversion. The patient was started on amiodarone. On (B)(6) 2021 the patient was deemed stable for transfer to the cardiothoracic surgery stepdown telemetry unit.

Manufacturer narrative:
Section h6: health effect - clinical codes corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including stroke, cardiac arrhythmia, and other neurological event (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and neurological dysfunction as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.